Event description:
Revision surgery - the pt fell and broke their leg near the original implant. The surgeon revised to a longer stem.

Manufacturer narrative:
The reason for this revision surgery was identified as a fracture after 22 days of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed two non-conforming material reports associated with this product: (B)(4) involved one part that was scrapped due to scuffs and (B)(4) involved three parts that were reworked for blast inconsistencies; the parts were accepted. A review of the product complaint report history shows this is the first complaint for this product. The root cause for the fracture was most likely due to the patient falling. There are no indications of a product or process issue affecting implant safety or effectiveness.